Manufacturer narrative:
UDI - unknown due to the lot number being unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. See mdrs 3013394970-2017-00361 & 3013394970-2017-00363 for the other two patients & two devices reported. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the dilator was inserted into the angioseal sheath, arrow to arrow. Dr advanced sheath over the guidewire, but the sheath got stuck and didn't want to advance into artery. The doctor pushed harder, but he didn't want to force the sheath as it might damage the artery. They did a groin shot before opening the angioseal - femoral access was as indicated, no stenosis, bigger than 4mm, above bifurcation. This incident happened with three different angioseals on three different patients.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide codes for the patient & device codes that were unable to be selected in initial report & to provide the completed investigation results. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. There is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.